Event description:
Reportedly, oversensing was observed on the rv channel, thus leading to the explantation of the ICD system. Analysis of both the lead and the ICD was requested. Preliminary analysis of available patient files confirmed the reported noise oversensing and suggested that a lead issue is most probably at the origin of the reported behavior.

Event description:
Reportedly, oversensing was observed on the rv channel, thus leading to the explantation of the ICD system. Analysis of both the lead and the ICD was requested. Preliminary analysis of available patient files confirmed the reported noise oversensing and suggested that a lead issue is most probably at the origin of the reported behavior.